Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 745 mg/dl and ketones; cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.